Manufacturer narrative:
The product is available for evaluation and testing. However, the device has not been received as of to date. This device cannot be legally distributed in the us. However, it is similar to the cypher sirolumus - eluting stents marked in the united states.

Event description:
During a coronary stenting procedure, the stent dislodged from its delivery catheter balloon. The target site was the mid circumflex artery. Vessel diameter was 3.50 with a 23mm lesion length. The lesion was de novo, type b2, non -bifurcated with heavy calcification. The vessel was tortuous with pre-existing clot. Preprocedure stenosis was 95% with a timi I grade flow. The physician attempted to delivery a cypher select 3.50 x 23 stent; but it failed to cross the lesion. The procedure had been repeated for 1.5 hours and physician realized that the stent dislodged. It was reported the stent was safely retrieved, and another system was used to complete the procedure.